Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this mater closed.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 30th 2016, the reporter (wife) for the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio 2 meter was displaying an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the alleged error message began 2 months prior to contacting lfs. The patient manages his diabetes with insulin (no adjustments). The reporter detailed that as a result of the patient not being able to test, he continued with his usual diabetes management routine. The reporter stated that ¿right after¿ the alleged product issue began the patient developed the symptoms of sweating and dizzy. The reporter claimed that emergency medical service (ems) were called and arrived 15 minutes later. The patient obtained an alleged blood glucose result of 2mmol/l on the ems meter and was treated with a glucagon injection by a health care professional. At the time of trouble shooting, the csr noted that the patient was unable/unwilling to walk through a retest, therefore the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.